Event description:
Same case as MFR report#: 6000089-2006-02160. It was reported that 59 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified and treated two target lesions. Target lesion one was a de novo, 90% stenosed, moderately calcified, moderately tortuous lesion of the distal rca (right coronary artery) measuring 2.5x10mm. Target lesion one was treated with predilation using a 2.0x8mm guidant voyager balloon, deployment of a 2.50x8mm taxus liberte drug eluting stent at 12atm, and post dilation with the delivery balloon. Target lesion two was a 90% stenosed, severely calcified, moderately tortuous, restenotic lesion of the proximal rca measuring 2.75x11mm. Target lesion two was treated with predilation using a 2.0x8mm guidant voyager balloon, deployment of a 2.75x16mm taxus liberte drug eluting stent at 14 atm, and post dilation with a 2.5x15mm bsc quantum maverick balloon. Treatment of both lesions resulted in 0% residual stenosis and the pt was discharged five days following the index procedure on asa and plavix. Seven days following the index procedure, the pt experienced a q-wave mi (myocardial infarction) and stent thrombosis, which required reintervention at the distal rca due to 60% distal edge stenosis the next day. Angioplasty was performed resulting in 10% residual stenosis. The pt also experienced a q-wave mi 52 days following the index procedure. The pt expired 59 days following the index procedure due to diverticulosis of the colon, which was unrelated to the device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.